Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1715kr. Troubleshooting was performed and found the location of the damage was battery tube threads. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1715kr was requested and the pump was returned for analysis.

Manufacturer narrative:
Cosmetic damage was confirmed at the case - battery compartment (tube) threads of the pump during analysis. Retainer ring damage (a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer) and reservoir unable to lock into place were confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.